Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's system pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and observed that it caused the device's paddles ECG and defibrillation charge to not function. A further root cause could not be determined.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Physio-control evaluated the customer's device and replaced the system pcb assembly. Physio-control further evaluated the removed system pcb assembly and observed that it caused the device's paddles ECG and defibrillation charge to not function. As a result, defibrillation therapy would be unavailable, if needed.